Event description:
It was reported that the customer had an error alarm during the manual prime on the insulin pump. The customer's blood glucose level was 332 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.